Event description:
Clinical specialist reported patient has been in the hospital for 13 days; in for cancer. Clinical specialist stated upon being admitted at the hospital, patient was diagnosed with dka. Clinical specialist reported the patient does not have the infusion device on while still hospitalized. On follow up call on (B)(6) 2014 patient reported that on (B)(6) 2014 her blood glucose level was elevated in the morning. Patient stated her doctor had changed the setting on the infusion device a week earlier and ever since he did that, she had elevated blood glucose levels. Patient reported the doctor had lowered her basal rate and changed her carb ratio. Patient's normal blood glucose range is 100's mg/dl to low 200's mg/dl. Patient stated she tested on the blood glucose monitoring device at home and her reading was in the 500's mg/dl. Patient reported she had lowered her settings on the infusion device so much that she did not know how much insulin to give herself to bring her blood glucose level down; she did give herself a bolus but knew that it wasn't enough insulin to bring her blood glucose level down. Patient stated she eventually became unresponsive and was not capable of self-treatment; is not sure if she passed out. Patient reported her daughter had to call the paramedics and they took her to the hospital and when she was admitted they tested her blood glucose level which was in the 800's mg/dl. Patient stated she was diagnosed with dka in the hospital and was also admitted to the hospital due to complications of her cancer. Patient reported her blood glucose level was due to her doctor drastically changing her infusion device setting and several health complications that are not diabetes related. Patient stated her infusion device was working fine at the time of the incident and is working fine now. Patient reported she plans to get back on the infusion device tomorrow; is currently on long acting insulin. Pump was not requested for return.

Manufacturer narrative:
.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not returned.